Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on may 13, 2025, with lot number 1191366. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "breast grade 4 contracture¿. This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "breast grade 4 contracture¿. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.